Event description:
It was reported by the rep that the (1) tlc55 was used during a low anterior resection procedure. It was reported that the knife blade did not fire when taken out of the original package. The case was completed with another device and with no pt consequence.